Manufacturer narrative:
Concomitant product: model: d314trg, ICD; implanted: (B)(6) 2012; model: 419388, lead; implanted: (B)(6) 2004.

Event description:
It was reported that the patients right ventricular (rv) lead pacing impedance has gradually declined to the current low level. The physician feels that the low impedance indicates there is a lead issue. High thresholds were also noted on the rv lead. The patient's cardiac resynchronization therapy defibrillator (crt-d) was noted to have premature battery depletion. The rv lead and the crt-d were both removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.